Event description:
On 02 nov 2009, the sales representative discovered the sequoia closure top starter would not hold the nut in place as they are supposed to. Add'l info received from the sales representative on 29 nov 2009: the representative reported that the sequoia closure top starter would not hold on the closure top. This malfunction has been associated with an adverse event in the past. These instruments did not malfunction in any surgical settings and there was no harm to any pt.

Manufacturer narrative:
No pt involvement. Device is an instrument and not implantable. Eval is pending of the product.